Manufacturer narrative:
Device not returned. Ccds staff explained that unpacking, loading and unloading of the mask into and out of the chamber then repacking into the bags can have an effect on the fit quality. All information known or reasonably known to battelle has been included in this submission.

Event description:
User reported masks do not keep the shape or rigid integrity. The masks associated with this event were decontaminated with the battelle ccds "closed system" process.